Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received h3 other text : device evaluation anticipated but not yet begun.

Event description:
It was reported that the patient received a shock due to noise and called an ambulance. He was hospitalized and externally cardioverted several times. The patient was transferred to a different hospital and upon interrogation, the device was found in backup vvi with hv therapy disabled. ICD analysis suspects lead to can insulation abrasions. The lead was explanted.

Manufacturer narrative:
Analysis noted external insulation abrasion at 43.4 to 43.8cm from the helix tip. The rv lumen was abraded and one of the rv conductors was melted open. The abrasion found is consistent with friction to the ICD can. The backup vvi on the associated device could have been caused by the contact between the ICD can and the rv conductor.